Event description:
Procedure: anterior resection. According to the reporter: when the instrument was fired it was locked on tissue and would not open, fired a second instrument and it fired once correctly and the locked on tissue for the second firing. A third instrument and it worked correctly. Instruments that were locked were cut off tissue by firing another lds in front of the locked instrument. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).